Event description:
Boston scientific crm received information that during the implant procedure, this lead was positioned and poor diagnostic measurements were noted. The lead was repositioned and the patient started to decompensate while suturing down the lead. It was suspected that a perforation occurred on the first positioning. The patient required a pericardial window to remove the fluid. The patient then stabilized and the lead remains implanted. The lead remains implanted. Dates were provided to us by boston scientific.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.